Manufacturer narrative:
Device passed displacement test, self test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Device was monitored and tested with no low battery alert, unexpected battery power loss and critical pump error (open book image) alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown at time of incident. Customer stated that the insulin pump suspend on low. Customer stated that the insulin pump was on audio vibrate mode. Customer also stated that the insulin pump had recurring low battery alarm. The insulin pump will be returned for analysis.